Event description:
It was reported by the customer that the buttons on the insulin pump do not work. Customer also reported receiving a battery out limit alarm. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no up button response due to corroded keypad traces. Insulin pump received with cracked case at the display window corner, broken reservoir tube lip, missing reservoir tube ring, minor scratches on lcd window and cracked battery tube threads.